Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-00195. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the clinic after receiving an alert for eri and was observed via remote transmission. The device was unable to be interrogated. Further investigation noted that the device reached eri in a short period time frame. The device was explanted and replaced. Patient condition was good.